Event description:
It was reported by a service report that the fowler litter is bent and the weld is broken causing the fowler to be unable to be lowered. It is unknown if there was patient involvement or adverse consequences.

Manufacturer narrative:
Results: broken weld. Conclusions: frame is being replaced.